Manufacturer narrative:
(B)(4).

Event description:
Patient's wife contacted dexcom on (B)(6) 2016, to report that the patient experienced active bleeding at sensor insertion site on (B)(6) 2016. Sensor was inserted at the abdomen on (B)(6) 2016. It was reported that the sensor wire was the cause of the bleeding. Bleeding at insertion site lasted 3 hours. The patient applied pressure and pads to the affected area. Patient's wife reported that patient was taken to the hospital on (B)(6) 2016 for the reported event. Patient's physician stopped the bleeding by cauterizing the insertion site. No additional event or patient information is available. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).